Event description:
The pt was suffering from a severe shoulder infection. The original all-poly shell was removed in an outpatient setting a week ago. The glenosphere, baseplate and screws were removed in 2008. The implants were removed and a general I&d was performed. It was then determined by the surgeon that due to the pt's age and health, it would be best to convert the reverse to a hemiarthroplasty using the rsp adapter and a 46x22 head.